Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a burnout of the thermal fuse, or the failure of the lamp due to a burnout. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during preparation for use, the halogen light source light would not work. The intended procedure for diagnostic purposes. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The lamp does not light, and the fan does not rotate due to a blown temperature fuse. The light does not come on due to lamp damage. In addition, the output connector (light guide connection part) was loose due to wear. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.